Event description:
Customer experienced two incidents of leakage when using the horizon pump/set to deliver tpn solution. There was no report of patient injury and no additional information available. It was not clear from this report if both sets were used on this one patient or if one of the sets experienced difficulty at some other time.